Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the unit required replacement of the front bezel. Unit successfully passed the required test and was returned to service. Previous investigations have determined that liquid ingress due to the variability of the assembly process causes navigation ring failures.

Event description:
The customer called technical support (ts) and reported that the device has a defective nav-ring. Customer requests to be contacted to schedule repair. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Onsite work was scheduled. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.